Event description:
In 2009, the patient reported, she noticed elevated blood glucose after she changes her insulin cartridge. She stated that four days prior, she changed the insulin cartridge at 10:00 am and at 4:00 pm, she began to feel sick and her blood glucose measured 498 mg/dl. She stated that last night she woke up and felt sick, and her blood glucose was in the 500 mg/dl range and she smelled insulin. She bolused through the infusion device, and her blood glucose did not decrease. She injected insulin via syringe and her blood glucose decreased "a little." She stated insulin was leaking from the adapter. She stated that she does not reuse cartridges, and there is no air in the system. She changes the infusion site and tubing every 3 days and the adapter every 2-3 months. She was advised to change the adapter with every 10th insulin cartridge change. She did not have replacement adapters, and she was sent a courtesy product. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue.